Event description:
The customer reported that the 840 ventilator had a blank screen. It is unknown if there was pt involvement. It is unknown if there was pt involvement. The customer is a third party biomed. Covidien troubleshot this issue with the customer over the phone and suggested the backlight inverter printed circuit board (pcb) be replaced. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference # (B)(4).